Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, multiple auto mode switching episodes were observed. Review of session records revealed far-r oversensing. Programming changes were suggested.